Event description:
The initial results for a series for three hcg results from one pt drawn on three different days was 621.8, 183.3 and 941 mlu/ml. When the same three samples were repeated, the results were 543, 518.7 and 930 mlu/ml. The field service representative investigated and found the pressure sensor to be out of specification. He repaired the instrument by adjusting the pressure sensor to specification.